Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided a conclusive cause for the reported mitral valve leaflet tear cannot be determined. The reported additional mitraclip implantation is the result of case specific circumstances. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An ntw clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, right before deployment, a partial leaflet tear was observed on the posterior leaflet. Therefore, the clip was inverted and re-positioned to treat the tear. An nt clip was deployed to continue treating the tear and further reduce mr. Two clips were implanted, reducing mr to1. There was no clinically significant delay in the procedure. No additional information was provided.